Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The healthcare professional was not willing to provide additional information. (B)(4).

Event description:
A healthcare professional reported a case of postoperative shallow anterior chamber and hypotonia after a glaucoma shunt implantation. The event was presented during a congress session. The healthcare professional was not willing to provide additional information.